Manufacturer narrative:
H10: d9: updated, device received h3,h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The device was received pressurized. A functional evaluation was performed. The hinge joint was difficult to articulate. The complaint was confirmed and the root cause has been associated with a maintenance problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include damage to the seals, spacers, pressure rings and pressure cups caused by prolonged pressurization. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during surgery, the elbow was stuck and hard to move. The procedure was completed with the same device with no delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.